Manufacturer narrative:
This report is to follow up with medwatch # mw5059558. Also reference MDR# 2027111-2016-00177 the incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Procedure performed unknown. "General surgeon performing laparoscopic procedure began to insert trocar #1 and the device broke, circulating staff provided trocar #2 for him and as he began in insert, this one bent preventing ability to complete insertion. An additional trocar was provided and no problems were noted." Patient status - "no adverse patient event occurred."

Manufacturer narrative:
This report is to follow up with medwatch # mw5059558. Also reference MDR# 2027111-2016-00177. Please note lot# on the medwatch was not corrected (1248764). The lot has been verified as 1248164. Investigation summary: the obturator of the event unit was returned for evaluation. Upon visual inspection, engineering confirmed a portion on the upper half of the obturator shaft was bent. There were no signs of damage on any other returned components. A review of the manufacturing records for the lot number provided revealed that the product passed all quality and manufacturing inspections. During the manufacturing process, all trocars are thoroughly inspected for functionality and performance prior to packaging. The root cause of the event cannot be confirmed as engineering was unable to replicate the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance with 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Procedure performed unknown. "General surgeon performing laparoscopic procedure began to insert trocar #1 and the device broke, circulating staff provided trocar #2 for him and as he began in insert, this one bent preventing ability to complete insertion. An additional trocar was provided and no problems were noted." Patient status - "no adverse patient event occurred." Medwatch report - "surgeon attempted to insert trocar #1 for laparoscopic surgery and the device broke, then attempted to insert trocar #2 and the device bent."